Event description:
The customer reported the system would not boot up. There is no report of patient injury.

Manufacturer narrative:
No conclusion can be drawn as the customer canceled the service call.